Event description:
Patient developed narrowing and slow healing after focal ablation which has been dilated with lessening of symptoms. Physician suspects that healing will occur and narrowing improve. Additional follow-up is being performed by physician.